Manufacturer narrative:
Preliminary analysis of the returned device revealed that upon reception, interrogation was impossible and no lights appeared on the programming head. Damage on the plastic part of the returned programming head was observed. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, it was impossible to interrogate any type of defibrillator with the subject programming head.

Event description:
Reportedly, it was impossible to interrogate any type of defibrillator with the subject programming head.

Manufacturer narrative:
The event date remains unknown. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was impossible to interrogate any type of defibrillator with the subject programming head.